Manufacturer narrative:
Manufacturing site evaluation: products received: a 1x gb391r mini-line reciprocating saw attachment/ lot number 51746048 / serial number (B)(4) / hygienic condition decontaminated. A 1x gd674 microspeed uni mini 100 motor / lot number 51752929 / serial number (B)(4) / hygienic condition decontaminated. Gb391r: the overall visual condition of the saw handpiece indicates heavy use. Inside the saw handpiece, there is abrasion visible on different components (ball bearings, movable parts etc.). The ball bearings and the bevel are defective (a subsequent defect). Also due to the abrasions present, the tool locking mechanism is sticking. Gd674: the ball bearings of the product are defective and display unusual running noise. The cages of the ball bearings are worn out. The inside of the motor shows a general suboptimal maintenance (lack of lubrication); tool locking mechanism has corrosion, and the ball bearings exhibit running noise. Investigation: gb391r: a visual inspection and a functional test was performed. The overall condition of the saw handpiece indicates heavy use. The saw makes an unusual running noise during test run and develops an unusually high warming behavior. Disassembly was performed to check the inner components. The defects on the inner components as described above were detected. Gd674: the first visually inspection performed shows no significant abnormalities in assembled condition. The functional inspection showed unusual running noise. To determine the origin of the running noise, the motor was disassembled. The defects as described above were found. The device quality, manufacturing history records and device history files were reviewed for all reported lot numbers. All documents were found to be according to specification valid at the time of production. No similar incidents have been filed with products from these batches. Gb391r: the product was manufactured in may 2011. The last repair performed on the product is filed in february 2015. The system configuration for this product in relation to this repair is "no repair necessary". Therefore, no repair actions were performed on the product at that time. The repair prior to this, 08/18/2014 states that a repair had been performed, extent of repair is not documented. Gd674: the product was manufactured in june 2011. There is a repair documented in the aesculap technical service of b.braun (B)(4) dated 02/04/2015. The repair configuration to this repair order was "repair not necessary" at that time, indicating that no changes have taken place to that time. The repair prior to this 03/21/2013 states the configuration "repair" and the component list to this repair orders lists some spare parts, such as o-rings and ball bearings. Based on the information available as well as a result of our investigation the root cause of the failure of the saw handpiece gb391r is most probable related to normal wear and tear of the components due to long and/or intensive use, likely in combination with insufficient maintenance of the device (lubricating with appropriate oil spray). The failure investigation confirmed that there is no correlation between the received motor gd674 and the saw handpiece gb391r. The visual overall appearance of the saw handpiece gb391r confirms the hypothesis of intensive usage. The wear and tear of the components which have led to a high running noise, unusual warming of the saw handpiece and very likely to the breakdown of the handpiece during the usage (as reported by the customer) is based on the investigation results related to longer usage (last repair with confirmed repair action was in august 2014) and very likely to suboptimal lubrication of the inner components as well (abrasion and defects to ball bearings). It was not possible to detect hints for product deviance (material or manufacturing related) or insufficient repair performance. The load applied to the handpiece is also dependent on the patient's condition as well as the condition of the used saw blade (not available for investigation). As it was not possible to detect any relation between the breakdown of the saw handpiece and the received motor, the motor gd674 can be excluded as root cause or factor for the described breakdown.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). Consultant was unable to complete planned genioplasty as part of a bi-maxillary osteotomy and genioplasty because the saw handpice failed and there was no alternative saw. Working end of the handpiece failed. Hand piece includes component = mini-line reciprocating saw attachment_ batch 51746048.